Manufacturer narrative:
(B)(4). Additional information: batch # m92m36. The analysis results found that the er420 device was returned in good condition. Upon further inspection the jaws was found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 11 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: bleeding was controlled with an energy device. The patient is doing well as far as we were informed. No transfusion as far as we were informed but this is all confidential information on the patient that we do not have on hand. An intraoperative shot was submitted that shows two clips that appear to have crossed legs or a scissor shape. Based on the photographic evidence, the event description can be confirmed. The root cause is probably external forces applied to the end of the instrument during firing or firing over a hard object. Hands on analysis of the device should be able to confirm the root cause of the issue.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic rectum resection procedure, when firing the device on the inferior mesenteric artery the clips form in a scissor shape. Five clips were fired, one was removed and one fell off. The area where the clips were applied bled and they had to use an energy device to control the bleeding. Another like device was used to complete the procedure.